Event description:
As reported by the user facility: tubing disconnected from drip chamber during infusion of blood. Additional information provided by the facility indicated the blood was being administered with a pressure cuff in the operating room. The tubing disconnected from the drip chamber during the second or third administration of blood. It was reported the patient is okay and suffered no additional adverse sequela associated with this incident.

Manufacturer narrative:
The actual device was discarded and was not made available to the manufacturer to be evaluated. Without the actual sample, a thorough evaluation could not be performed. Although no inventory remains of the reported lot, the house retains for the reported lot were physically tested for leakage and subjected to a pull test at the bonded joints. All samples exceeded the minimum joint separation design specification and passed the joint integrity test. There has been no other reports of this nature against the reported part. No specific conclusions can be drawn.